Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2014) is considered to be a best estimate. This emdr represents the ventralight st w/ echo (device 2). An additional supplemental emdr was submitted to represent the sepramesh ip plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2010 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of sepramesh ip. Per operative notes, ¿a small incision was made in the right upper quadrant. Adhesions and omentum were removed from abdomen. A sepramesh ip (device 1) was placed into the peritoneal cavity and closed with sorbafix absorbable tackers.¿ (B)(6) 2014 - patient was diagnosed with infected abdominal wall mesh, abscess, fistula, purulent discharge thereby underwent open repair with explant of sepramesh ip (device 1) and drainage of abscess. Per operative notes, ¿an incision was made just above the umbilicus. There was fistula which was removed. There was dense amount of abscess fluid which was drained from abdomen. All purulent fluid which was present into the abscess cavity, were drained. Previously placed mesh sepramesh ip (device 1) was excised entirely. The defect was closed with sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent ventral incisional hernia, adhesion thereby underwent laparoscopic repair with implant of ventralight st w/ echo mesh (device 2). Per operative notes, ¿a small left subcostal incision was made. There were extensive adhesions to the anterior abdominal wall. Omentum adhesions were taken down. A ventralight st w/ echo mesh (device 2) was placed into the abdominal wall and secure it with sorbafix absorbable tackers.¿ (B)(6) 2015 - patient was diagnosed with mesh infection, abscess, adhesion, purulent discharge thereby underwent open repair with explant of ventralight st w/ echo mesh (device 2). Per operative notes, ¿an upper midline surgical incision was made and carried to the subcutaneous tissue. There was a pocket of purulent fluid to the right of the midline which was drained. Previously placed infected ventralight st w/ echo mesh (device 2) was dissected out. All abscess and adhesions were taken down. The defect was closed with sutures.¿